Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located at the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation and was inflated twice at 24 atmospheres for 10 seconds. However, on the third inflation at 24 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injury reported.